Manufacturer narrative:
Additional information has been received from the customer. The device has been returned and an evaluation completed for it. This supplemental report is being submitted to provide this information. The event occurred before procedure during set up. No other device was involved in the event. This event did not cause any delay for the intended procedure. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device does not have a repair history on record. The reported issue for the device no image with 180 series scopes. Upon inspection and testing, the no image issue of the device was confirmed. This is attributed to the faulty dr board of the patient board set. The design of the dr board was changed on april 16, 2018, on the off-chance that it did not conform to the specifications (there is a possibility that the inside of the mask will be black out in the 180 scope). It is unclear whether this design change will involve the event pointed out. Countermeasures products have been shipped on or after june 13, 2018 (pal specification)/14 june, 2018 (ntsc specification) since the product in question was a product prior to countermeasures due to the change in the designing of the operation amplifier circuit of the patient board (dr board), it is assumed that only the 180 scope had not produced an endoscopic image due to the failure of the operation amplifier.

Manufacturer narrative:
Additional information is not available for the event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this issue, the device yielded no image on the monitor. There is no reported harm or adverse impact to any patient.